Event description:
During a follow-up, high capture threshold and low sensing values were noted on the right ventricular (rv) lead. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces for analysis. Visual inspection of the lead revealed damages consistent with that occurring at time of explant. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis, the cause of the reported incident could not be conclusively determined.